Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the ventilator. The fsr ran the ventilator for 3 hours but was unable to duplicate to the customer's reported issue. The ventilator passed all testing and was within manufacturer specifications. There were no failures detected with the ventilator.

Event description:
The customer reported that while using the 3100a ventilator with a patient, the ventilator was operating for about 5 minutes before the ventilator stopped oscillating. The customer stated that they do not know what settings were used with the ventilator. The patient was manually ventilated and switched to another ventilator with no known patient harm or compromise.